Manufacturer narrative:
Additional patient identifier:(B)(4). Patient weight is not available for reporting. Date of nonunion development is unknown. This report is for five (5) unknown 5.0mm locking screws. The part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that postoperatively, it was identified that a patient had presented with a nonunion. The patient was implanted with a synthes 11mm titanium cannulated tibial nail and five (5) 5.0mm locking screws to repair a tibial fracture on an unknown date. On(B)(6)2017, the patient was returned to the operating room where the devices were explanted, all intact, and a new nail and two (2) locking screw were implanted. The procedure was successfully completed and the patient was reported to be stable. This report addresses revision surgery due to non-union. On (B)(6) 2017 the patient underwent an aspiration procedure of the left tibia due to an infection and inflammatory reaction to the implanted devices. This issue has been captured under linked complaint com-(B)(4). This report is for five (5) unknown 5.0mm locking screws this is report 2 of 2 for complaint com-291033